Event description:
It was reported that the a sudden and complete loss of vision in both eyes. The was stroke activated. Computed tomography (CT) of the head and computed tomography angiography of the head and neck showed a diffuse spontaneous intracerebral bleed. (Hemorrhagic stroke). The patient had an international normalized ratio of 1.5 and was put on coumadin with a heparin infusion bridge. Their anti-factor xa was at 0.30 and they were treated with k-centra and ddavp. Neurosurgery reported them as non-operable. The symptoms did not resolve which provoked the patient to request hospice care. It was believed that cirrhosis was a precipitating factor to the bleed. The patient had multiple comorbidities prior to left ventricular assist device implant, including stage IV chronic kidney disease (ckd), cirrhosis due to hepatic congestion, and adrenal insufficiency. As a result, they had multiple complications after the implant. They went into end stage renal failure requiring peritoneal dialysis and had an aspiration pneumonia due to gastrointestinal dysmotility which progress to a pseudomonas bacteremia. The experienced multiple episodes of ventricular tachycardia, resistant to medical treatment. Then they progressed to developing a spontaneous intracerebral bleed causing total blindness. This was what caused the patient and the family to request withdrawal of lifesaving care and proceed to comfort measures only. Their pacemaker was turned off per patient request and they were placed on pain and anxiety medications. The patient passed away on (B)(6) 2025 due to heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including stroke, bleeding, cardiac arrhythmia, multiple types of organ failure and dysfunction (including renal failure and hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.